Event description:
It was reported that during a coil embolization procedure, coil delivery difficulties were encountered. An idc 30mm coil was placed in the 3mm splenic artery aneurysm. The physician then attempted to place an idc-18 30mm x 20mm coil. The delivery wire was inserted through the renegade catheter and advanced; however, the coil was unable to be visualized. The delivery wire was removed from the catheter and visually inspected; it was noted that there was no coil attached. It was further reported that there was no evidence that the coil detached outside of the patient before use. The procedure was completed with another of the same device. No patient injury or complications were reported. The patient's condition was reported as "fine". Additional information has been requested.

Manufacturer narrative:
(B) (4).